Event description:
Information was received that the device had to be explanted due to medical reasons. However, per the clinic's release report the electrode was defective. The surgical report states that several channels were found extra-cochlear and an electrode contact was sheared off. A re-insertion was tried, however, it was not possible to insert the electrode completely. The user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-insertion was tried but was not successful. The recipient was re-implanted with a shorter electrode. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the device had to be explanted due to medical reasons. However, per the clinic's release report the electrode was defective. The surgical report states that several channels were found extra-cochlear and an electrode contact was sheared off. A re-insertion was tried, however, it was not possible to insert the electrode completely. The user was re-implanted with a new device.